Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer changed the set. Customer made some adjustments on monday. Customer bolused and got a no delivery. Customer was assisted with getting to the bolus history of the pump to show the customer how much of the last bolus was delivered before the no delivery alarm. Customer was advised to monitor their blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.